Manufacturer narrative:
Additional analysis was performed. It was not possible to confirm the allegation of a sensing issue. The lead passed all testing and was electrically continuous.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that an x-ray was performed which confirmed that this right ventricular lead had dislodged. A revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Additional information provided noted that this lead had issues with sensing at the time it was implanted. No additional information has been provided.

Manufacturer narrative:
Additional information provided noted that high pacing thresholds were seen and this lead was replaced. This lead will be returned. Upon analysis this investigation will be updated.

Manufacturer narrative:
Should additonal information become availalbe this investigation will be updated.